Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that after four (4) days aquacel surgical was removed. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
No previous investigations are available. No returned samples were expected and none have been received however, a photo was attached confirming the reported complaint. A detailed batch review of the associated lot revealed no discrepancies (includes non-conformances/deviations). There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on april 5, 2016. (B)(4).

Event description:
Info received via complaint form states the following: "after four (4) days from a surgery for knee prosthesis having placed aquacel surgical 9x25, the pt developed an erythema that may have potentially been caused by the hydrocolloid component."